Event description:
It was reported that this lead right atrial (ra) lead was surgically abandoned due to unknown reasons, after approximately more than one year after being implanted. This lead was replaced for a different model and additional adverse patient event were reported. After six years later, it was received that this ra leas was surgically abandoned due to lead fracture. No additional adverse patient effects were reported.